Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) displayed ventricular undersensing during induction testing at a routine crt-d implant procedure. Electrograms were sent in to technical services (ts) to be reviewed. Ts did confirm that there was ventricular undersensing present on the strips. This was likely caused by energy left on the ventricular lead. After approximately five seconds, enough energy had dissipated off the lead and the device detected the ventricular fibrillation and delivered therapy. This issue is discussed in our q2 2010 product performance report. During the same procedure, a second induction was performed. The clinical staff present at the case stated the crt-d delivered two shocks in a row. Ts stated it was not possible for the device to give two back to back shocks. The device would need time to redetect, charge and deliver a second shock. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.